Manufacturer narrative:
Concomitant medical products: dtma2da, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead is undersensing resulting in premature termination of atrial tachycardia/atrial fibrillation event detection. It was also noted that the left ventricular (lv) lead had high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.